Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report while wearing the continuous glucose monitor (cgm) on or about the date of (B)(6) 2014 an ambulance was called on patient's behalf. Patient reported no device malfunction. However, while patient was in a grocery store experienced a low and became extremely disoriented. Patient reported their blood glucose dropped from the 80's to the 20's. Patient purchased a candy bar and requested assistance to open for consumption, but an ambulance was called instead. Patient relayed belief that the low occurred due to new insulin which reacted faster than anticipated. Patient declined to provide further details regarding the incident, but did relay a current condition of feeling alright.

Manufacturer narrative:
(B)(4).